Manufacturer narrative:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an air bubble in the leur hub was discovered. Device evaluation details: the device evaluation has been completed. The device was initially inspected and it was found with bubbles in the line connected to the hub. Then, during the second visual inspection, two kinks were observed on the middle shaft. Then, a cool flow pump test was performed, and device was irrigating correctly; no bubbles or alarms were observed during the test, no irrigation issues were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the kink on the shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the shipping, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On (B)(6)2020 , the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found ¿bubbles in the tubing line connected to hub.¿ the returned condition was reviewed and determined the finding continues to be deemed MDR reportable since it is consistent with the customer¿s initial reported complaint. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-000662127.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an air bubble in the leur hub was discovered. It was initially reported by the customer that the carto 3 system displayed a magnetic sensor error (code unknown) when the decanav electrophysiology catheter was plugged into the patient interface unit (piu). The cable was replaced without resolution. The decanav electrophysiology catheter was replaced and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The catheter has been determined to be the root cause of the complaint reported. The procedure was continued. There was no report of patient consequence. The reported magnetic sensor error was assessed as not reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. It was also reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium has a bubble in the clear hub. The physician didn't feel comfortable using it. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the case was continued. There was no report of patient consequence. The issue of air in the luer hub of the sheath is considered an MDR reportable malfunction.